Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were functionally tested for low or now draw and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes the tube was underfilled and blood stopped flowing into the tube. It was replaced with a new blood collection tube and the blood collection was successful.. There was no health impact or consequences reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes the tube was underfilled and blood stopped flowing into the tube. It was replaced with a new blood collection tube and the blood collection was successful.. There was no health impact or consequences reported.